Manufacturer narrative:
(B)(4). Event date: unknown. (B)(4). Report source: (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k023357. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a liner component fractured. It is unknown when or how the fracture occurred. No known impact or harm to patient is associated. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.